Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to obtain the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported on an unknown date in (B)(6) 2019 and suture was opened. The box containing the individual sutures had a product code on the out side that did not match the individual packets inside. The suture was shorter in length. There was no patient involvement.